Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. Customer performed high pressure test and it was passed. Customer also performed self test. Customer was also hospitalized for high blood glucose in february. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.